Event description:
Device interrogates eri with battery. Medtronic states reason for explant as fractured lead and eos status.

Event description:
Device interrogates eri with battery. Medtronic states reason for explant as fractured lead and eos status.